Event description:
Procedure: tapp. According to the reporter: two days postoperative a ileus re-laparoscopy was necessary because the peritoneal seam became loosened at the medial end. The intestine loop was jammed. There was no extension of operating room time, no blood loss, no extension of the incision, and no loss or damage of tissue.

Manufacturer narrative:
(B)(4)